Event description:
During a pta/stenting procedure to treat a high grade stenosis in the sfa, removal difficulties were encountered. The physician had advanced a 6 x 36 wallstent to the intended target lesion and successfully deployed it. They then went back in to post dilate the stent with a balloon catheter. When pulling the catheter back over the wire, the wire became tangled up in the balloon and the md could not pull the catheter back. The entire system was removed as a unit and access was lost. The procedure was terminated at that time. The procedure outcome was considered "less than desired" as the physician was not able to fully post dilate the stent. No add'l info is available at this time.